Manufacturer narrative:
An event of a staph infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and anchor site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead site(s) and anchor site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Manufacturer report number 3006705815-2020-00731.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-05024, 1627487-2019-14168. 1627487-2019-14169. It was reported that the patient had a full system explant on (B)(6) 2019 due to the patient's leads and anchors becoming exposed, causing patient to develop an infection.